Event description:
In 2009, the patient reported she has had some elevated blood glucose readings which she believes is due to the up and down buttons on her insulin infusion device not properly working. She stated that last weekend she had an elevated blood glucose ( no value given). Yesterday her morning blood glucose was 118 mg/dl and she then went to an outdoor festival where :there was quite a bit of walking involved." She ate soup and salad for lunch and her blood glucose reading was 123 mg/dl. For dinner, she said she had half of a crunch wrap and at 6pm her blood glucose was elevated to 469 mg/dl. She treated her reading by bolusing via her infusion device and via injection. Her waking blood glucose this morning was 54 mg/dl which she corrected by eating breakfast. She stated her blood glucose is currently within her normal range. She said she did not hear audible confirmation beeps when she bolused last night. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.